Event description:
A malfunction was reported on the pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. The caller was provided with information on how to reset the pump and received assistance in doing so, though the customer noted the absence of a charging pad to complete the process. The customer planned to reset the pump once a charging pad was available and would call back if any issues arose.